Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred with multiple new cartridges. Reportedly, the customer followed the prompts when loading the cartridges and the pump did not go outside the allowable operating altitude range. Customer's blood glucose level was 450 mg/dl. Reportedly, the customer contacted healthcare provider for alternate therapy.